Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc saline breast implants which the right side deflated after implantation. The issue confirmed during the physical examination. Patient feels soreness at the time of work out. As a result patient is scheduled for explant on (B)(6) 2018.

Manufacturer narrative:
On 5/9/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the left implant deflated , and patient elected bilateral removal and replacement, even though there was no issue with the right implant with following devices: left- catalog number 3505004bc, serial number (B)(4). Right- catalog number 3505004bc serial number (B)(4). Concomitant product: left-mentor smooth round moderate profile 300cc saline breast, catalog number 3501645 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/12/2018, additional information indicated the lot number for the device is 5543047. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/3/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a piece of separated material measuring 5.5 by 6.5 cm affecting both sides. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the material separation occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).